Event description:
It was reported that a collimator fell off a cart just prior to attempting a collimator exchange procedure. The collimator fell as the operator was rolling the cart over the floor plate. It clipped the crystal on head #2, cracking the crystal, and fell to the floor. The system will be down until repaired. No injuries or other adverse events were reported.